Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined. The explanted leads to be returned. All information was confirmed by the hcp.

Manufacturer narrative:
Concomitant medical products: product: ID 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain, and peripheral neuropathy. It was reported that the patient wasn't getting coverage where they needed it based on the position of the leads. The leads were replaced at the same vertebral level, but made sure that they were more mid-line than they were before. The rep indicated the leads appeared to be more anterior than mid-line previously. The revision occurred on (B)(6) 2019. No further complications were reported.